Manufacturer narrative:
B3: event date is asked, unknown. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that they had not used the therapy for very long because it did not work for them, meaning it never helped their urinary control. The patient said they would like to get it removed because it would catch on the back of chairs and stuck out quite a ways and it was a pain in the butt literally. This issue had been going on for at least 5-6 years. The patient was redirected to their healthcare provider (hcp) to further address the issue.